Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator generated a device alert indicating an inability to determine breath delivery along with an error code indicating a loss of bd (breath delivery) communication. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The medtronic technical support engineer (tse) troubleshot this issue with the customer over the phone and indicated there may be an issue with the gui cpu (graphical user interface, central processing unit) or the gui (graphical user interface) cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.